Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband called to report that the customer passed away due to an insulin over dose. The customer was wearing the insulin pump at the time of her death. Nothing further was reported.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call by the customer's spouse that the customer was wearing the insulin pump at the time of death. The customer's spouse stated the death certificate states cause of death was suicide. The customer intentionally gave herself an overdose of insulin after finding out she had breast cancer. The customer's spouse agreed to mail a copy of the death certificate. The customer's spouse stated he no longer has the insulin pump, he has no idea what happened to it. The customer's blood glucose reading was unknown.